Event description:
A report was received that a patient experienced an infection at her pocket site, and the physician prescribed antibiotics. The patient's infection has cleared, and she is reportedly doing fine.

Manufacturer narrative:
The patient remains implanted with the device.